Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, broken device assessed, as surgical damage. And missing shell assessed, as inconclusive. Observed, nick striated assessed, as surgical tool scratch like. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced.